Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 19 mm sjm trifecta valve was implanted. On (B)(6) 2016, the patient presented with dyspnea. There was evidence of a leak which was diagnosed as structural valve deterioration secondary to a leaflet tear. A CT angio was performed to confirm the eligibility for a tavi procedure; however there were contraindications and on (B)(6) 2016, the patient died. (Clinical study patient ID: (B)(6)).